Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 07/09/2015 with the following findings: a visual inspection of the display lens showed no damage or scratches. During investigation, the pump was powered on and the display functioned properly; no damage to the display screen was observed. The complaint of a damaged display was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
(B)(6). The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.